Event description:
It was reported that, "pt was seen by surgeon due to pain in hip. Surgeon reviewed x-rays and noticed possible disassociation of liner. Revision total hip surgery was performed. At time of revision surgery, insert was in two pieces broken off from the 10 deg over hang on insert."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. Additional info was requested. If it becomes available, the eval summary will be submitted in a supplemental report.